Event description:
It was reported that the system had uncontrolled c-arm motion, which forced the tech to use an e-stop to halt the motion. No injury reported. A field engineer was dispatched to the site and determined that the footswitches needed to be replaced. Once this was completed the system was working as intended.